Manufacturer narrative:
D5; h4: information not available, device not returned for analysis.

Event description:
It was reported that many ax55x devices were used on many unk procedures. It was reported by the affiliate that more than one stapler did not contain any staples.